Manufacturer narrative:
(B)(4). Additional information: the device was received with the electrode detached from the jaw and active rod and the jaws were misaligned. Upon inspection under magnification of the jaw it was noted that one of the retention pins that hold the jaws in position was sheared off and the ceramic was missing. The ceramic was damaged by the separation of the electrode from the lower jaw. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. The condition of the upper jaw prevented the functionality of the device. The jaw was unable to open and close. There is insufficient evidence related to what caused the damage on the electrode. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a lap hysterectomy the jaws would not open. Procedure completed using another device. No patient consequences. .

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.